Event description:
The following product problem was found. There are no customer complaint reports. Analyzer peak error in acquisition electronics board firmware version 1.5.9.12 is exhibiting an error in the window position after the analyzer is peaked. For iodine 131, the off shift is in the order of -6%. This means that the acquired counts in an i131 image may not demonstrate the isotope distribution as expected and may impact image interpretation.